Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and "crease." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the specification, crease fold and an opening. A microscopic analysis was performed which identified: a striated opening on the anterior side. Based on the device analysis the final assessment is: a striated edge opening on the anterior side assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV . Device remains implanted.

Event description:
Additionally the healthcare professional reported "any creases". Device has been explanted.